Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a forced sensor bridge test failure. The event occurred during preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9: 04-jun-2024. H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. There was nothing in the event history log pertaining to customer stated problem. Functional testing was performed, and the reported issue was confirmed. The plunger cable, main board, force sensor and plunger printed circuit board were all replaced for the force calibration issues. The device then passed all testing.